Manufacturer narrative:
A ge representative evaluated the system and adjusted the output dosage to within tolerance after confirming the low level fluoroscopy output was 10.3r/min. The system operates as intended. This malfunction may have resulted in a possible accidental radiation occurrence.

Event description:
The customer reported image quality problems and the output dosage was out of specification in low level fluoroscopy. No patient injury was reported.